Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has experienced high blood glucose levels ever since starting on insulin pump therapy. The customer's blood glucose reading at the time of the call was 247 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found several alarms in the alarm history. The insulin pump failed the prime and high pressure tests. Advised that the insulin pump would be replaced. Nothing further was reported.